Event description:
It was reported that the patient developed infection at the battery site. Symptom of feeling burn at the ipg site was noted. The infection was not device nor procedure related and the caused was unknown. Antibiotics were prescribed. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were kept by the facility.

Manufacturer narrative:
Date of event: event occurred approximately on (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7094656/7094703.